Event description:
It was reported that the patient had an appointment tomorrow and wanted a manufacturer representative there to check her implantable neurostimulator (ins). The ¿machine was giving the patient trouble.¿ it was stated that when the patient turned the ins on, it would only work for 5 minutes. It was stated that this began 2 to 3 months ago. It was then stated that the ins ¿started to work again.¿ it was later reported that the patient thought the ins did not work anymore. The ins reportedly stopped working right after the patient was last seen by the physician (3 months ago). It was mentioned that the patient programmer may have fallen. The patient was able to turn the programmer on, but could not feel stimulation. It was noted that the ins was replaced in 2007, but the programmer ¿looked older.¿

Manufacturer narrative:
Product ID: 3272-51, serial# (B)(4), implanted: (B)(6) 1999, product type: receiver. Product ID: 3887-33, lot# l59673, implanted: (B)(6) 1999, product type: lead. Product ID: 3887-45, lot# l59555, implanted: (B)(6) 1999, product type lead. (B)(4).